Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report received from the (B)(6) registry which stated: ¿pt admitted to the hospital for device thrombosis.¿ ¿had tissue plasminogen activator protocol initiated. Patient tolerated well. Discharged six days later¿.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed. The user facility report was received from the (B)(6) registry.